Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 582 mg/dl. Customer had symptom of excessive vomiting and thirst. Customer was hospitalized due to diabetic ketoacidosis and ketones. Customer reported that prior to hospitalization, blood glucose was high all week and when customer ate, blood glucose would elevate to 600 mg/dl. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer had to hang up due answering another call from healthcare professional. Several attempts were made to contact customer to follow up with troubleshooting, but customer could not be reached.